Event description:
It was reported that during the procedure, the suture sleeve was split in half when the left ventricular (lv) lead was sutured down. The procedure continued with the same lead been implanted. The patient was stable throughout.